Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced eight non-penumbra coils into the target vessel using a non-penumbra microcatheter. While attempting to insert a smart coil as the ninth coil, the physician felt resistance and could not advance it at all from its starting position in the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using two more smart coils and the same microcatheter. There was no report of an adverse effect to the patient.